Manufacturer narrative:
Results: the report from the field was confirmed. As received the ipg battery was depleted below the minimum needed for stimulation. The ipg was fully recharged on the lab charging bank and functionally tested. The ipg was able to be charged and passed all functional testing; the ipg exhibited normal device characteristics. The event details stated that the device became inoperable due to the patient not recharging the device. There is adequate information for preserving the ipg when not in use. The dfu states ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿ therefore this is considered a user error. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient did not charge her ipg and it was subsequently inoperable. Surgical intervention was undertaken and the ipg was explanted and replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
This ipg serial number was included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.